Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and was stretched. Handling damage was observed, including tool marks on the deformed helix housing and drug collar. This damage likely occurred when the lead was being removed from the patient. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the helix would not extend during the implant procedure. The physician implanted a passive fixation model instead. No adverse patient effects were reported.